Event description:
It was reported that an unspecified number of syringe plastipak 5ml s/t s/su experienced foreign matter contamination. The following information was provided by the initial reporter: syringes with a kind of white powder and / or colorless liquid droplets on the plunger rubber. Information received by email on 4/26/2019: the batch number is 8352953. The quantity of the product is about 1500 units and most of these units are affected. The incident was noticed before the use. There was no damage to the patient/health professional.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The samples sent by the customer was verified and it was possible observe foreign matter ¿ white material. This foreign matter ¿ white material is associated with polypropylene residue, this material is used to manufacture the syringe body. This residue is generated during the syringe assembly process by the friction of the material. To manage actions to correct the issue a CAPA 1071448 was opened. Some actions carried out: ¿ review cleaning frequencies of syringe assembly equipment; ¿ review critical cleaning points; ¿ operational training about the inspections criteria; ¿ review blow stations for removal the polypropylene residue throughout the process. To the colorless liquid reported it was not possible identify at samples provided. To the complaint products it was required the lubricant inside the syringe, this lubricant was controlled during the production by the quantity control applied. This lubricant meets the requirements for biocompatibility per iso 10993-1. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 5ml s/t s/su experienced foreign matter contamination. The following information was provided by the initial reporter: syringes with a kind of white powder and / or colorless liquid droplets on the plunger rubber. Information received by email on 4/26/2019: the batch number is 8352953. The quantity of the product is about (B)(4) units and most of these units are affected. The incident was noticed before the use. There was no damage to the patient/health professional.